Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pd-catheter-(twist, bent, kinked): the cause of the damage to the catheter was an adverse interaction with another device, a reasonably foreseen misuse issue. Device interaction or damage by another device: the cause of the device interaction was reasonably forseen misuse by the user, due to the catheter kink found on the returned product and clinical details noting interaction during perclose attempts. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 39-year-old male patient presenting with cardiomyopathy, with a history of renal insufficiency. After successful device placement, the physician began closing the axillary access site while another physician was placing a perclose suture at the previously removed iabp femoral access site. During this process, the wire used for perclose deployment interacted with the impella catheter and became wrapped around it. Attempts to advance a catheter over the wire to free it were unsuccessful, and both the wire and catheter remained immobile. When the wire and catheter were pulled back, the impella was inadvertently pulled out of the left ventricle. The device was removed and noted to have a kink and an indentation on the catheter near the motor housing. A new impella 5.5 was placed successfully. The reported events are product damage, mechanical issue, medical device removal, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and full support was resumed without any known adverse events.

Manufacturer narrative:
A5, a6 is unknown. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.